Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed blood cell and gel separation issues and there was fibrin in serum after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-mar-2025. Investigation summary: bd received 100 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier and fibrin were observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no gel defects or additive abnormality were found. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier and fibrin based on photo analysis. Corrective and preventive action has been opened to address sample quality issues complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed blood cell and gel separation issues and there was fibrin in serum after centrifugation on unspecified number of tubes. No patient impact reported.